Event description:
The surgeon could hear a pop in the cartridge and when he injected the lens the cartridge would crack and split. There was patient contact but the lens was not implanted.

Manufacturer narrative:
Method: device history review. Results: based on the device history review and root cause analysis, the root cause of the complaint is not likely to be related to the manufacturing process. It is possible that the cracks are related to the handling/manipulation of the injector cartridge at the user's facility, however, there is no direct evidence regarding this possibility. Therefore, the root cause of this complaint cannot be determined. Conclusion: based on the complaint information, lot order search and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Method 86(other) - lot order search. Results: a lot order search was performed on the cartridge and there were two similar complaint found. Conclusion: based on the complaint information and lot order search, we were unable to confirm this report. The product has not yet been returned. (B)(4).